Event description:
A health professional reported via literature article that during separate cataract surgeries, multiple patients experienced problems with removal of ophthalmic viscoelastic device was difficult after intraocular lens insertion. The patients experienced high intraocular pressure postoperatively. The high iop was treated with antibiotic and steriod medications. The current patients condition was not provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature citation: rasik b vajpayee, kamna verma, rajesh sinha, jeewan s titiyal, rm pandey and namrata sharma. Comparative evaluation of efficacy and safety of ophthalmic viscosurgical devices in phacoemulsification. Bmc ophthalmology. 2005, pages 01-06. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the file it was understood that the postoperative treatment (standard care treatment) listed in the article had no evidence that it was given for elevated intraocular pressure (iop).

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction or a serious injury. No further reports will be reported under mfg report num. 3002037047-2022-00085. The manufacturer internal reference number is: (B)(4).